Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window and display window, minor scratched lcd window and reservoir tube window.

Event description:
It was reported the customer received a motor error alarm during a prime. The customer was assisted with clearing the alarm. The customer also reported exposing the insulin pump to an x-ray. The customer was assisted with delivering 5 units of insulin via fill cannula. A motor error alarm did not occur. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).